Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. It was also reported that the right ventricular (rv) lead had dislodged and pulled back into the pocket. The lead was reprogrammed off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.